Event description:
Reporter states tha the father was bringing the child up a couple of steps from the backyard to the back door when the push grips came off the stroller handles, this occured while at the top of the stairs. The chair fell forward with the child still in the chair and he landed on his face. The child was taken to emergency care and x-rays were taken. The x-rays did come out negative. The child did sustain bruises.